Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent rigid proctosigmoidoscopy, exam under anesthesia, and perianal block on (B)(6) 2007 due to rectal pain and palpable mesh. It was reported that patient underwent excision of all vaginal mesh, hydrodistention and cystourethroscopy on (B)(6) 2007 due to s/p vaginal mesh for pop, erosion of mesh, pelvic pain and levator myalgia. No additional information was provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004, (B)(6) 2006 and (B)(6) 2008 and mesh and mentor obtape were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to vaginal prolapse. It was reported that following insertion the patient experienced dyspareunia, interstitial cystitis, painful rectal cramps and bladder infections. It was reported that the patient underwent mesh removal on (B)(6) 2007 due to mesh erosion. It was reported that the patient underwent supracervical hysterectomy and sacrocolpopexy on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.